Manufacturer narrative:
The MFR (fresenius) is unable to determine at this time, if the reported problem may be attributed to the bloodline or the blood pump, since the bloodline is no longer available for investigation. The customer stated that, the blood pump module was returned to fresenius in april. Failure analysis will be performed once the module is located. Manual does not share any special issues and is approved for use in pediatric pts.

Event description:
It was reported that a neonatal pt's potassium level remained elevated after a hemodialysis treatment. The pt was taken to the hosp and potassium level was normalized after two hours of dialysis. The hosp bio-med checked the machine and found that the blood pump rotor was not occluding the neonatal bloodline properly. Initial report was rec'd from the FDA. No medwatch or complaint was received from the facility.